Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Additionally the alleged battery depletion issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently unresponsive. Additionally, the battery was depleting quickly. Customer¿s blood glucose was 63 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.